Event description:
A customer reported to baxter (B)(4) of a continu-flo set that had a no flow. It is unknown when this reported condition occurred. There was no reported patient involvement. No additional information is available. This is report 2 of 2 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). A customer returned an actual and companion sample for evaluation. Visual and functional testing were performed and the reported condition was not confirmed. The samples passed slit visualization testing with an in-house becton dickinson 10ml male luer lock syringe. The syringe was applied to the clearlink y-sites and the baseline slit was detected in the samples. The samples passed fluid path occlusion testing, referee testing, and under water pressure testing at 8psi. Therefore the cause of this reported condition is unknown.

Manufacturer narrative:
(B)(4).a sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review was conducted and there were no deviations found during the manufacture of this lot.